Event description:
It was reported that the top part of the plunger rod of bd plastipak¿ 50ml CT syringe is breaking off. Some are broken prior to use. No patient impact was reported. The following information was provided by the initial reporter: "the syringes now break off very quickly at the back of the pull-up area. The last box even contains a number of syringes that are already broken before use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-27. H6: investigation summary samples and photos received for investigation. Upon visual inspection, the plunger of the 50ct syringe is broken at the thumb press. A device history review was performed for the reported lot 1907281, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with damage or hit on plunger during manufacturing process or transport as the broken piece is inside the blister. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing personnel have been notified of this incident to increase awareness.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the top part of the plunger rod of bd plastipak¿ 50ml CT syringe is breaking off. Some are broken prior to use. No patient impact was reported. The following information was provided by the initial reporter: "the syringes now break off very quickly at the back of the pull-up area. The last box even contains a number of syringes that are already broken before use."